Event description:
It was reported that the lead was explanted and replaced due to p-wave oversensing when it was programmed to a higher sensitivity to help manage r-wave amplitude decrease. An x-ray shows that the lead tip was located just under the tricuspid valve. No patient complications were reported as a result of this event.